Event description:
The patient contacted animas on (B)(6) 2012 reporting that all keypad buttons required harder presses to elicit a response. The patient also stated that the buttons scrolled without user intervention for the past several weeks. The reporter confirmed there were no cracks or tears to the keypad, no trauma to the pump and no exposure to moisture. It was also reported that the patient wore the pump in a pocket and cleans the pump with a cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to activate a response. None of the keypad buttons had spring back or click normally. There was evidence of keypad contamination found under the key contacts and the keypad buttons were sticking and over responding/scrolling.